Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2017, the patient underwent a port placement procedure using the powerport m.r.I. Isp in which the patient had a diagnosis of prostate adenocarcinoma and was subsequently treated for disease progression involving the right inguinal lymph nodes. 9 years 0 months and 25 days post procedure, during an infusion using a huber needle, the patient experienced localized, discharge like pain upon injection of nacl. Contrast imaging revealed a non functional port chamber with a catheter rupture at the level of the costoclavicular clamp. Contrast medium reflux was also observed at the jugulo subclavian confluence and in the right subclavian vein. There was no reported patient injury.

Manufacturer narrative:
H11: based on the reported information and query response, additional information was received and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B1, b2, b5, d1, h1, h6 (patient, device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2017, a patient with prostate adenocarcinoma underwent implantation of a powerport m.r.I. Isp via a right subclavian approach, with the port placed in the right pectoral region. On (B)(6) 2026, during an infusion using a huber needle, the patient reported localized pain upon nacl injection. Contrast imaging demonstrated a non functional port chamber with a catheter rupture at the level of the costoclavicular clamp. Opacification revealed reflux of the contrast agent around the venous catheter at the right jugulo subclavian confluence and within the right subclavian vein. The contrast medium did not reach the cardiac chambers, consistent with the catheter rupture at the costoclavicular clamp. On (B)(6) 2026, the device was removed and replaced. As of (B)(6) 2026, the patient was stable with a non inflammatory surgical wound.